Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the retrieval catheter (rc) was not returned for analysis. Analysis noted blood in the filtration element (fe) and on the coils and core of the filter delivery wire (fdw) with no saline visible, consistent with use in the anatomy. A separation was observed in the fe and only the proximal portion of the separated fe was returned for analysis. Visual inspection of the fdw noted 2 kinks about 5 cm from the fe location. As it was mentioned that the account unsuccessfully attempted to cut the wire and these kinks are unusually acute, it is likely these kinks are due to intentional user alteration. They were not reported and these severe kinks would have been noticed during unpackaging if they had been present earlier. Additionally, a bend was observed in the core of the fdw slightly proximal to the fe location and a bend was noticed in the tip of the fdw. As neither of these observations were reported by the account, and given their location and overall appearance, they look to be caused by handling during the procedure or during packaging of the device for return to abbott vascular. The observed fdw damage does not appear to be related to the reported device issues. The manufacturing line has 100% visual inspections for bends and kinks in the fdw. Difficulty retrieving the fe can be due to several reasons including, but not limited to, tortuous/calcified anatomy, large accumulation of emboli in the fe, fe caught on the implanted stent, kink in the rc, and physician technique. It was reported that the rc did not catch on the stent and the physician reported that he did not believe it was due to anatomical issues. It was reported that the physician felt the filter was full of embolic material. If so, this could increase the outer diameter of the fe and likely contribute to difficulty in attempting to collapse the fe into the rc, such as the reported resistance during retrieval. Furthermore, the separation in the returned filter was noted to be jagged, indicating the filter likely separated due to some form of physical resistance and tensile overload in the procedure. In this situation, the only reported physical resistance was experienced during retrieval, and the reported separation was likely a result of procedural handling while attempting to overcome the difficulties experience in the interaction with the rc. In manufacturing, all fes are visually and dimensionally inspected. Per the instructions for use, the emboshield nav6 device is only indicated for use in the carotid arteries. In this case, the device was used in the superficial femoral artery. The use of the device in non-indicated anatomy was not likely to have been related to the other issues specified in this complaint. In manufacturing, all rcs and fes are subjected to a 100% visual and dimensional inspection. In addition, a quality control audit inspection is performed on a sample of all embolic protection device parts to verify functionality. In this case, the reported removal difficulty and fe separation appear to be related to operational context and there is no indication of a product quality deficiency. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.

Event description:
Reportedly at the end of the procedure during retrieval of the emboshield nav6 after use in a heavily calcified common femoral artery and superficial femoral artery, when the wire was pulled in, the filter fractured. It was felt that the filter was full upon attempt to retrieve it and the filter edge caught on the edge of the retrieval catheter upon attempt to pull the filter in. The device was removed without further incident using the nav6 retrieval catheter. There were no adverse patient effects. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.